Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of musculoskeletal pain ('difficult-to-treat musculoskeletal pain') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst (laparoscopy/laparotomy) in 1991, appendectomy, adhesive capsulitis, parity 1, gravida ii and therapeutic abortion (for the 1st pregnancy due to trisomy 21). Concurrent conditions included smoker (1 pack / year), dyslipidemia and overweight. Concomitant products included simvastatin for dyslipidemia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, the patient experienced flushing ("flushing"), 10 years 10 months after insertion of essure. On an unknown date, the patient experienced musculoskeletal pain (seriousness criteria medically significant and intervention required), night sweats ("night sweats"), asthenia ("asthenia"), peripheral swelling ("swelling of the extremities"), palpitations ("intermittent heart palpitations"), hyperandrogenism ("hyperandrogenism") with hirsutism and nipple pain ("left nipple pain"). The patient was treated with nefopam hydrochloride (acupan) and surgery (laparoscopic bilateral cornuectomy and salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the musculoskeletal pain, flushing, night sweats, asthenia, palpitations, hyperandrogenism and nipple pain had not resolved and the peripheral swelling outcome was unknown. The reporter provided no causality assessment for asthenia, flushing, hyperandrogenism, musculoskeletal pain, night sweats, nipple pain, palpitations and peripheral swelling with essure. The reporter commented: batch number unknown. Reporter causality: unknown. The postoperative aftermath was uncomplicated and the patient was authorized to return home with a prescription for analgesics and prophylactic anticoagulation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Biopsy - in 2010: microcalcifications; in 2018: done for microcalcifications, found simple fibrocystic disease of the breast. Mammogram - in 2020: breast american college of radiology (acr) 2. Most recent follow-up information incorporated above includes: on 19-jan-2021: the case will be deleted from bayer pv database. Nullification reason: the case (B)(4) was identified as duplicate case from case (B)(4). All information from the case (B)(4) was transferred to case (B)(4). Health authority had performed deletion of the same case in their database. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of musculoskeletal pain ('difficult-to-treat musculoskeletal pain') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst (laparoscopy/laparotomy) in 1991, appendectomy, adhesive capsulitis, parity 1, gravida ii and therapeutic abortion (for the 1st pregnancy due to trisomy 21). Concurrent conditions included smoker (1 pack / year), dyslipidemia and overweight. Concomitant products included simvastatin for dyslipidemia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, the patient experienced flushing ("flushing"), 10 years 10 months after insertion of essure. On an unknown date, the patient experienced musculoskeletal pain (seriousness criteria medically significant and intervention required), night sweats ("night sweats"), asthenia ("asthenia"), peripheral swelling ("swelling of the extremities"), palpitations ("intermittent heart palpitations"), hyperandrogenism ("hyperandrogenism") with hirsutism and nipple pain ("left nipple pain"). The patient was treated with nefopam hydrochloride (acupan) and surgery (laparoscopic bilateral cornuectomy and salpingectomy). Essure was removed on 13-nov-2020. At the time of the report, the musculoskeletal pain, flushing, night sweats, asthenia, palpitations, hyperandrogenism and nipple pain had not resolved and the peripheral swelling outcome was unknown. The reporter provided no causality assessment for asthenia, flushing, hyperandrogenism, musculoskeletal pain, night sweats, nipple pain, palpitations and peripheral swelling with essure. The reporter commented: batch number unknown. Reporter causality: unknown. The postoperative aftermath was uncomplicated and the patient was authorized to return home with a prescription for analgesics and prophylactic anticoagulation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Biopsy - in 2010: microcalcifications; in 2018: done for microcalcifications, found simple fibrocystic disease of the breast. Mammogram - in 2020: breast american college of radiology (acr) 2. Amendment: the report was amended for the following reason: after internal review the reporter ansm was deleted. Reporter type of primary reporter updated to pharmacist. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-dec-2020. This spontaneous case was reported by a health professional and describes the occurrence of musculoskeletal pain ('difficult-to-treat musculoskeletal pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst (laparoscopy/laparotomy) in 1991, appendectomy, adhesive capsulitis, dyslipidemia, parity 1, gravida ii and therapeutic abortion (therapeutic abortion for the 1st due to trisomy 21). Previously administered products included for dyslipidemia: simvastatin. Concurrent conditions included smoker (1 pack / year). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, the patient experienced flushing ("flushing"), 10 years 10 months after insertion of essure. On an unknown date, the patient experienced musculoskeletal pain (seriousness criteria medically significant and intervention required), night sweats ("night sweats"), asthenia ("asthenia"), peripheral swelling ("swelling of the extremities"), palpitations ("intermittent heart palpitations"), hyperandrogenism ("hyperandrogenism") with hirsutism and nipple pain ("left nipple pain"). The patient was treated with nefopam hydrochloride (acupan) and surgery (laparoscopic bilateral cornuectomy and salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the musculoskeletal pain, flushing, night sweats, asthenia, palpitations, hyperandrogenism and nipple pain had not resolved and the peripheral swelling outcome was unknown. The reporter provided no causality assessment for asthenia, flushing, hyperandrogenism, musculoskeletal pain, night sweats, nipple pain, palpitations and peripheral swelling with essure. The reporter commented: the postoperative aftermath was uncomplicated and the patient was authorized to return home with a prescription for analgesics and prophylactic anticoagulation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Biopsy - in 2010: microcalcifications; in 2018: microcalcifications which found simple fibrocystic disease of the breast. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.